Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the south africa. It was reported that the patient had high blood glucose due to bent cannula on (B)(6) 2025. The patient's tested positive for ketones, however they managed to treat it at home with injections. The infusion set was in use for one day. The insertion site was bump/stomach. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008676 in question was manufactured at the reynosa site. The reference samples for the lot 6008676 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 03/jul/2025. All test results were found within specifications as per the test report complaint (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6008676 was manufactured according to the wi version 80 and packaging in the multivac 12, on 13/ago/2024, with a total of (B)(4) units. Sealing of quick set. The lot 4h00436 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on 12/ago/2024, with a total of (B)(4) units. The lo 4d02920 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on 23/apr/2024 with a total of (B)(4) units. The lot 4h00498 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on 13/ago/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code 6 soft cannula found bent upon removal from infusion site and lot 6008676 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.